Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading and the insulin pump went into threshold suspend but her blood glucose was normal. Current blood glucose was 80 mg/dl and sensor reading was 53 mg/dl. Customer has not noticed bent cannulas on the sensors. Troubleshooting was performed. The sensor was restarted and customer will monitor.